Event description:
Additional information from the rep indicated that the lead explant is still pending.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported patient getting desired settings not available and that impedances showed everything high, greater than 40k ohms. Patient said on (B)(6) 2024, they started to have pain in their abdomen area and they had to turn scs therapy off because it made the pain worse. When patient turned therapy back on, they notice difficulty with adjusting stimulation. Patient met with mdt rep and impedance showed orange for multiple electrodes but not as many as patient saw today. Technical services(ts) reviewed causes of open circuits. Reviewed with rep that there is no programming option available to patient at this point - to consider surgical intervention. Additional information was received from the manufacturer representative (rep). Rep reported they were made aware of the issue on january 24 ,2025. The cause of the high impedance issue was unknown. Rep noted pt was currently reaching out to a surgeon about surgical intervention to replace the paddle lead. The issue has not been resolved yet.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reported the issue has not been resolved but will be when the lead has been replaced.

Manufacturer narrative:
Continuation of d10: product ID: 977c265; serial#: (B)(6); implanted: (B)(6) 2023; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.